Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Event description:
On 06/24/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.

Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of 5.74%, which is outside the acceptable range of +/-4.5%. After calibrating the pump's flow rate offset from 8 to 2, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.